Event description:
Device was prepped and deployed in the manner indicated. While inside the carotid artery, the tip broke off of the wire. It wasn't causing a stenosis, and the physician felt he could not get it out safely, so he left it in. Per the physician, the distal wire of filter basket broke off and is lodged in the cavernous segment of the right internal carotid artery.